Event description:
It was reported that during a percutaneous intervention treatment procedure, withdrawal resistance occurred. The target lesion was an in-stent restenosis of a non-bsc stent located in the severely calcified and severely tortuous diagonal artery. The lesion was predilated several times with a non-bsc balloon. The 2.5 x 10mm flextome cutting balloon was successfully used; however, the physician experienced resistance when attempting to remove the device. The balloon was inflated and deflated several times and a wire was placed along side the cutting balloon and, with moderate force, successfully removed the balloon intact. The procedure had been successfully completed with this device. No pt complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).